Event description:
Customer's mother called stating her son jumped into a swimming pool while connected to his insulin pump. She wanted to make sure the device is functioning properly. Customer's blood glucose is 200 mg/dl. The device showed no visible fluid. During the call, customer's mother stated the keypad was acting up. The esc button was scrolling the screen. It was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All buttons function properly. Moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on motor assembly. No damage on electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time